Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 70-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. The complainant reported that at the access site, a covered stent was deployed in the subclavian artery. The irregualr access site was necessary as the femoral artery would not accomodate the impella. The femoral artery was calcified. Hemostasis was achieved with the covered stenting.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The root cause of vascular damage was unable to be determined as limited clinical details were provided and no product was returned for review.